Manufacturer narrative:
Device failure is suspected.

Event description:
Reporter indicated high lead impedance was noted for a vns pt at an office visit. The pt had recently fallen in the shower onto his chest. Prior to the fall, and after the fall, the pt's seizures increased. The pt recently had vns generator replacement on (B)(6) 2010; vns diagnostics at that time were within normal limits. The pt has had vns lead and generator replacement surgery performed. No x-rays were performed. Attempts for additional info are in progress. The explanted vns lead and generator have been returned and are currently in analysis.